Event description:
(B)(4): additional information received reported that the lead was returned. No indication that the device was received.

Event description:
It was reported that there was a bent lead which had occurred during the procedure. The lead bent out of box. The device was not implanted and a different product was used.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ins_stimulator, product type: implantable neurostimulator. Product ID: neu_unknown_ext, product type: extension. (B)(4).

Manufacturer narrative:
A regulatory report was submitted on (B)(4) 2015 which listed the patient identifier as (B)(6). This identification is accurate and should be used as the patient identifier as opposed to unk.